Event description:
Edwards received information that this bioprosthetic surgical valve, implanted ten (10) years, required intervention due to calcification, fusing two of the three leaflets. It was reported that a transcatheter valve was place inside the bioprosthetic valve through a transapical approach. There were no adverse patient effects reported as a result of the valve in valve procedure.

Manufacturer narrative:
Method: device not returned, remains implanted. Additional manufacturer narrative the device was not returned as it remains implanted. Without the return of the device we are unable to definitively determine the root cause for this event. However, based on the information provided reintervention occurred due to calcification. Calcification is a common failure mode for bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. In this case the patient's age at implant and clinical history of coronary artery disease, hypertension and diabetes may have contributed.